Manufacturer narrative:
The device was returned for investigation. The olympus service center confirm the reported event during inspection and testing. The returned device exhibited fuzzy and flickering image due to cable shortage. Inspection and testing also found kink on cable and wobbly image due to damaged coupler. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the hd autoclavable camera head exhibited fuzzy picture. The event occurred during preparation for use, prior to an unknown procedure. Upon inspection and testing of the customer return device, the device exhibited flickering image. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that due to a cable failure, a communication failure occurred, the image became blurry, and a flickering phenomenon occurred. The cause of the cable failure is likely a cable twist. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 04-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.